Manufacturer narrative:
A steris service technician inspected the two century medium steam sterilizers at the user facility and found that the facility had installed club devices on the external chamber door radial arms to allow the operator to tighten the doors with less force. This unapproved modification resulted in the doors being over tightened and the torque exceeding manufacturing specifications. The over tightening likely resulted in operator's strain due to overexertion when repeatedly opening and closing the chamber doors with the club devices. The technician advised the user facility that the club devices should be removed as the sterilizers were inappropriately modified and were being used off-label. The operator manual states: " warning - personal injury: repairs and adjustments to this equipment must be made only by fully qualified service personnel." A steris account manager completed in-service training (B)(4) 2010 regarding the proper use and operation of the equipment. The account manager also recommended the user facility remove the club devices from the sterilizer doors.

Event description:
The user facility reported that an operator strained her arms and shoulders after repeated opening and closing of the chamber doors of the century medium steam sterilizer. Steris contacted the user facility to obtain injury information however no information would be provided by the user facility. Steris will submit a follow-up report should additional information become available.